Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, in an iliac artery, a balloon rupture occurred. The 5.0 x 40mm sterling monorail catheter ruptured. The number of inflations and to what atms is unk. The procedure was completed with a different device. No pt complications were reported. The pt's condition was reported as "good". Additional info has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, history trending and similar complaint trending review for the product family was conducted. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).